Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer reported that the cannula had dislodged from the infusion site. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns to "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged." "Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 13.9 mmol/l (250 mg/dl) mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l (250 mg/dl), but do not have symptoms of hyperglycemia repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l (250 mg/dl), follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 18 mmol/l (324 mg/dl mg/dl) about 36 to 48 hours after the pod was activated. She stated that the cannula was out of the skin.